Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-07, information was received from a consumer regarding a patient who was receiving hydromorphone (20 mg/ml) at an unknown dose via an implantable pump. Indications for use included non-malignant pain and chronic low back pain. Medical history and concomitant medications were not reported. The pump was alerting at that time, the implant area was swollen and reddish, and the pump reportedly "could be releasing drug into the patient." On 2016-08-10, additional information was received from a healthcare provider (hcp) via two different company representatives. A low battery reset alarm/safe state was heard and confirmed by telemetry as pump logs were checked. Although it was reported that the change in therapy/symptoms was sudden, no specific patient symptom was reported with that report. The patient was reported to have heard the alarm "sometime last weekend" (as of (B)(6) 2016) and it was reported that it was unknown if the drug was related to the reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.